Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece broke off of the hemopro device. The hospital intends to return the product in question. We are following up with the customer for more details regarding the event including the patient¿s condition, how the procedure was completed, the device lot number, the name of the attending physician, and clarification of the reported device malfunction. Should any of these details become available, a follow-up report will be submitted.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).